Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the calcified left anterior descending artery. A 12x3.00mm promus premier drug-eluting stent was advanced for treatment. However, the physician encountered friction when trying to pass through the lesion. The device was removed and it was noted that some struts at the proximal part of the stent were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.